Event description:
It was reported that "during xia3 surgery, when the surgeon used the torque wrench and did the final tightening of the blocker, the screw head was pop out. Therefore, the surgeon removed the broken screw. And he changed the screw to brand-new screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the received tulip and bone screw were inspected and confirmed to be separated, confirming the reported event. Further evaluation revealed that the head of the bone screw possessed a dent, localized along its cylindrical head. Multiple scratches and other dents were also present on the head of the bone screw. The tulip was examined and the retaining clip within it was found to be deformed. Functional inspection: no functional inspection was performed due to the event being confirmed during visual inspection. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the customer reported event of screw breakage was confirmed to be screw tulip separation upon visual inspection. The large dent observed on the screw head was localized along its cylindrical edge, suggesting maximum or close to maximum angulation of the bone screw during tightening. Furthermore, the multiple dents and marks on the screw head suggest multiple final tightening attempts. Lastly the retaining clip within the tulip possessed noticeable deformation, which suggests over tightening.

Event description:
It was reported that "during xia3 surgery, when the surgeon used the torque wrench and did the final tightening of the blocker, the screw head was pop out. Therefore, the surgeon removed the broken screw. And he changed the screw to brand-new screw."